Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary system controller was exchanged as the green pump running symbol was no longer illuminating and was creating a safety hazard.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue and damaged cables the reported event of dim pump running leds was confirmed. A review of the submitted controller event log files spanned approximately 3 days (14jun2023 ¿ 15jun2023 and 27jun2023 per time stamp). The pump maintained a speed above the lsl without issue while the driveline was connected indicating that the pump was running regardless of the leds being dim. The returned system controller, serial (B)(6), was noted to have both pump running leds projecting very little light. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective action was initiated to address this dim leds issue, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.